Manufacturer narrative:
(B)(6). The fast-fix 360 curved needle delivery system was returned and the evaluation device revealed that the actuator has been advanced to the needle tip. The insertion needle was dramatically bent. The device was functionally tested for proper actuator advancement and cycling and did not function as intended due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported during a during medial meniscus repair using one fast-fix 360 curved needle delivery system, a non-deployment suture would not slide making it impossible to push the knot. It was also reported that it was needed to remove the device and use another one. There was a 10 minute delay in the procedure.